Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
I am left to exist with a broken femur, a complete loose prosthesis, multiple cable and wire fractures; my trochanter bone cut off, a serious back injury indescribable cervical and eye pain and it is also known that my shoulder was separated during surgery in the (B)(6) clinic.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  H10 additional narrative:  added b5. Corrected d1, d2, d4. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6)2014 the patient's lab results of cobalt and chromium were less than 0.7ug/l and 0.8ug/l. In 2016 the patient's cobalt and chromium values were 0.9 ug/l. All lab values provided were below the 7ppb that is reportable. There were no other medical records provided. There was correspondence between the patient and legal bodies, noting that the patient had been paid "e140.00 in respect of physiotherapy on (B)(6)2013" from asr fund. No surgical records provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.